Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying an error 5 message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient indicated he tests 10 to 20 times a day and manages his diabetes with lantus insulin; sliding scale in the morning and 16 units in the evening. The patient alleged that the issue began on (B)(6) 2011 at 3:25pm. The patient indicated he had already administered his insulin at 7:30am; however, the patient denied taking any action in response to the alleged meter issue. As a result of the reported issue, the patient claimed he developed symptoms of low blood glucose (specifying shaking, sweating, and dizziness). Prior to the alleged issue, the patient does not recall what his blood glucose result was and denied he made any changes to his regimen, activity level, or meals. The patient also denied testing his blood glucose with another meter. The patient confirmed he administered self-treatment by consuming food and drink approximately 30 minutes later. Sometime after 4pm that day, the patient indicated he felt better; he also retested his blood glucose with the subject meter (using a new vial of test strips) and obtained a result in the "150's". During troubleshooting, the csr confirmed the patient was using the correct test strip and proper testing technique. The csr guided the patient through a retest and the alleged issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.